Event description:
It was reported multiple cartridge alarm 30 occurred during the load process. The customer's blood glucose level displayed "high" however, the specific value was not known. The customer corrected the high blood glucose by manual insulin injection and no third party intervention was required. Customer planned to use multiple daily injections as backup insulin therapy and technical support arranged shipment of new replacement pump.